Event description:
Possible septic arthritis: initial case received on 22-march-2018 by physician. Physician refers, the patient received suprahyal (sodium hyaluronate), on (B)(6) 2018, a single dose on both knees, on (B)(6) 2018 the patient present pain on left knee. The pain increased and on (B)(6) 2018 was hospitalized, synovial fluid was extracted and was performed a microbiological cultive. The values was negative. Pain on left knee: case received on 23-march-2018. Patient: female age: (B)(6) years, weight: unk. The patient was hospitalized on (B)(6) 2018 to (B)(6) 2018. Suspect product: suprahyal (sodium hyaluronate) dose: an ampule bottle with 25 mg single, dose route: intra-articular parenteral. Batch number not reported. Indication: gonarthrosis start treatment date: (B)(6) 2018. Event (verbatim term): possible septic arthritis onset date: (B)(6) 2018, stop date: the patient had recovered. Outcome: improved. The current status: patient is favorable; the patient is well and at home, not fully recovered from these events, but reported a minimum improvement. Concomitant medication: not reported. Medical history: not reported. Additional details: on (B)(6) 2018 patient started with pain on left knee. On (B)(6) 2018 the patient had pain on left knee increase, she had inflammation and she referred fever (she did not specify values). The patient was hospitalized on (B)(6) 2018, synovial fluid was extracted and was performed a microbiological cultive study. The values were negative. Was administrated ceftriaxone and ciprofloxacin (did not specify doses), the patient had a favorable recuperation, the patient was released from the hospital on (B)(6) 2018. Currently, the patient is fine. It was not provided more information. On march 29, 2018 additional information received: orthopedics with the following diagnoses: probable arthritis septica. The post surgical patient of surgical cleaning, on (B)(6) 2018, with a background of knee infiltration three days before, which refers begins with severe pain and fever since (B)(6) 2018, he doesn´t stop with medication, he goes to the emergency department, presenting a knee with edema and plenty of free liquid. The fluid is removed from the knee and sent to analyze,the results are pathological, for which decided it to hospitalize and perform surgical intervention for surgical cleaning and sampling of cultures, barr and antibiogram.. Study result / reference values (B)(6) 2018. The patient currently doesn´t report pain or discomfort on (B)(6)2018, he is found with a regular state of hydration, afebrile, with urinations. Relatedness of drug to reaction(s): medicinal product: suprahyal 25 mg - drug reaction assess: septic arthritis - source of assessment: tedec-meiji farma - method of assessment: (B)(6) algorithm (amended) - causality assessment: possible. Medicinal product: suprahyal 25 mg - drug reaction assess: knee pain - source of assessment: tedec-meiji farma - method of assessment: (B)(6) algorithm (amended) - causality assessment: probable. Sender's comment: the causal role of sodium hyaluronate in the events developed cannot be excluded.